Manufacturer narrative:
Concomitant medical products: nonbd extension set; td (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the filter leaked during patient use. There was no patient harm.

Event description:
The customer reported that the filter leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the filter leaking was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed from the filter outlet where the tubing and filter meet. The root cause of the customer¿s report of leaking from the filter was insufficient solvent application at the engagement between the filter outlet and tubing.